Manufacturer narrative:
Investigation is still in progress. As per the event reported, there were two catheters used from bard medical (one being reprocessed). We have sent a notification via mail correspondence. (B)(4).

Event description:
At the end of an atrioventricular nodal reentrant tachycardia procedure, it was reported that the patient complained of shortness of breath on inspiration. Fluoro of the heard board showed the boarder not moving. A pericardiocentesis was performed by removing 2800 cubic centimeters of fluid. The patient stabilized and sent to intensive care unit (ICU) with a cardiac tamponade with effusion. On (B)(4), received additional information requested from bwi representative stating that the patient outcome for this adverse event was a full recovery. The physician¿s opinion regarding the causality of this event is possible procedure related.

Manufacturer narrative:
Please refer to (evaluation summary) for analysis results. (B)(4). At the end of an atrioventricular nodal reentrant tachycardia procedure, it was reported that the patient complained of shortness of breath on inspiration. Flouro of the heard board showed the boarder not moving. A pericardiocentesis was performed by removing 2800 cubic centimeters of fluid. The patient stabilized and sent to intensive care unit (ICU) with a cardiac tamponade with effusion. The returned device was visually inspected upon receipt and found in good physical condition. The catheter was tested for electrical performance and was found within specifications. In addition, a deflection test was performed and it passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.